Manufacturer narrative:
As reported, alleged sorbafix enhanced failed to fixate the mesh. The subject device was not returned for evaluation. Photo provided shows the device and a loose fastener. The photos do not assist in determining root cause of the reported event, failure to fixate. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, ¿compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note, the date of event ((B)(6) 2023) is considered to be a best estimate based. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during an unknown procedure sorbafix enhanced fixation device was used to fixate the mesh. It was reported that the fixation device fired 7 times and the fasteners were not holding (fixating) the mesh. It was also reported that the procedure was completed with non-bard fixation device. There was no patient harm or injury.

Event description:
As reported, during an unknown procedure sorbafix enhanced fixation device was used to fixate the mesh. It was reported that the fixation device fired 7 times and the fasteners were not holding (fixating) the mesh. It was also reported that the procedure was completed with non-bard fixation device. There was no patient harm or injury. Addendum per additional information provided: it was reported that the procedure was bilateral inguinal herniorrhaphy and all loose fasteners were removed from the patient's body.

Manufacturer narrative:
As reported, alleged sorbafix enhanced failed to fixate the mesh. The subject device was not returned for evaluation. Photo provided shows the device and a loose fastener. The photos do not assist in determining root cause of the reported event, failure to fixate. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, ¿compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Addendum: h11: this supplemental MDR is submitted to document additional information provided, to correct the date of event, report source and initial reporter occupation. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.